Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 307 mg/dl, 198 mg/dl, 178 mg/dl, 170 mg/dl, 185 mg/dl, 207 mg/dl, 173 mg/dl and 144 mg/dl when all tests were performed within 10 mins on the aviva system. Rptr indicated that she had eaten breakfast prior to obtaining the results and she took an unk amount of glucophage about 5 minutes prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.